Event description:
It was reported a mount fracture. The green implant cap was broken, making it impossible to insert the sterile implant. The process was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsv4b16, (imp,tsv,4.1mm,sbm,16) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. The implant¿s bundled mount wasn¿t fractured. No issue found. DHR review was completed for the subject lot number 1265453. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265453 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implants mount wasn¿t fractured. No issue found. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.